Event description:
Consumer ran comparison against competitive meter. Analysis run on clarke error using reported competitive readings (133) as ref. Point vs. Bd reading (307) yielded data points in "c" range of the grid, outside acceptable range.